Manufacturer narrative:
The device referenced in this report was not returned to olympus for evaluation. The definitive cause of the user's experience cannot be determined at this time. The investigation is ongoing. This report will be updated upon completion of the investigation or upon receipt of additional relevant information.

Event description:
The customer reports, during an endoscopic retrograde cholangiopancreatography (ercp) using an evis lucera elite duodenoscope, the forceps elevator moved up on its own. As a result, the mucous membrane of the duodenum was damaged. No additional procedures (treatment/intervention) were required. The intended procedure was completed. After the procedure, the person in charge of the dealer checked it, and no operation abnormality was observed.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 1 year since the subject device was manufactured. Based on the results of the investigation, it is likely that the forceps elevator did not move temporarily. Foreign material temporarily likely clogged between the forceps elevator and the distal end of the device (c-body). Furthermore, the forceps elevator raises when the knob wire/forceps elevator wire (k-wire) is pulled up. If the insertion section is bent to an extreme degree (like a loop) or the angulation operation is conducted under that condition, the wire becomes in a relatively pulled-up condition. As a result, the forceps elevator may raise to a slight degree. However, the root cause could not be determined. The event can be detected/prevented by following the instructions for use (IFU) which state: ¿using endo therapy accessories ¿ locking the guidewire ¿ warning¿ this supplemental report includes information added to g2 and h3. Olympus will continue to monitor field performance for this device.